Manufacturer narrative:
This is being reported for a problem found earlier. Our engineering evaluation revealed that the misplaced implant was a result of skiving. The software detected excessive forces on the load cell during bone work, which were consistent with skiving forces while a tool was inserted into the end effector. Excessive deflection force on the end effector may cause skiving depending on the technique of the user. Skiving can lead to the misplacement of screws. The system correctly identified and alerted the user to these forces. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were not placed deep enough and had to be revised intraoperatively. This event occurred in italy.